Event description:
It was reported that t wave oversensing was observed as well as low r wave amplitudes resulting in an two inappropriate shocks when it comes to this device. A follow up took place and it was not possible to recreate any observations with postural or isometric testing. Additional information noted that this patient will attend an electrophysiology study in the future, meanwhile the patient was told to be more compliant with their medications as the patient had stopped taking medication at the time inappropriate shocks were delivered. At this time the device remains implanted. No adverse patient effects were reported.